Event description:
Developed ectasia keratoconus from lasik. Was not diagnosed until 3 yrs after surgery. One eye cannot be corrected better than 20/80 and that is with horrible vision, never clear, always fuzzy. Tried piggy back contacts lens, hard lenses with soft skirt. Could not read with these lenses in. Can no longer bear wearing these. Presently using a soft contact lens, although vision not clear. Struggling to read. Nightmare to drive at night. One light multiplies at a distance, cannot judge distance. There doesn't seem to be anything you can do! My daughter had the same surgery and has the same condition. She had a corneal transplant (B) (6) 2008 and sees worse now than before the transplant.